Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305128. Batch number#: 3024960. It was reported by customer that 30g needle is used for initial local anesthetic. The provider was unable to push medication through needle. Additional information: describe any patient harm, injury, complication or negative outcome that occurred because of the event¿. No patient harm, the only impact was a slight delay in time.

Manufacturer narrative:
(B)(4) follow up. It was reported the provider was unable to push medication through needle. A device history record review was completed by our quality engineer team for provided material number 305128 and lot number 3024960. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. Material#: 305128, batch number#: 3024960. It was reported by customer that 30g needle is used for initial local anesthetic. The provider was unable to push medication through needle. Verbatim#: rcc received a complaint via email. Complaint number(s): (B)(4). Product sku: 305128. Product lot number: 3024960. Complaint details: a 30g needle is used for initial local anesthetic. The provider was unable to push medication through needle.